Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. This MDR represents the xenmatrix ab mesh (device 2). An additional supplemental emdr was submitted to represent the composix e/x mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2013 - patient was diagnosed with incarcerated ventral hernia x 2 thereby underwent laparoscopic repair with implant of composix e/x mesh (device 1). Per op notes, ¿two separate hernial defects both with incarcerated omentum and one with some small bowel loops were identified. The contents of the hernia was taken down. A piece of composix e/x mesh (device 1) was placed and fixed with the absorbatack.¿ on (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia x 2 thereby underwent open repair with implant of xenmatrix ab mesh (device 2). Per op notes, ¿hernia defect was identified and the sac was formed at the edge of previous mesh (device 1) repair. Removed 2 staples from previous repair. Complex abdominal wall and thick preperitoneal fat layer was noted and both defects were sutured. A piece of xenmatrix ab mesh (device 2) was placed overlying both defects and secured with sutures.¿ on (B)(6) 2016 ¿ patient was diagnosed with seroma of abdominal wall thereby underwent drainage. Per op notes ¿upper level of seroma was identified and old metabolized hematoma was suctioned out. A jackson-part drain was placed in the seroma cavity and sutured to the skin.¿